Event description:
This lead was explanted and replaced due to dislodgment. The ra and rv leads were both dislodged and both had been repositioned twice already. The physician tried to do a 3rd reposition, but there was tissue in the helix and the patient had very difficult anatomy so both leads were removed. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).